Event description:
This event is one of 201 blood leaks of artificial kidneys;the baxter CT-190. Rptr has notified the vendor and they admit thay have a problem with the etching of some fibers in mfg. Rptr has told baxter that facilty will switch to a different vendor until problem solved.